Event description:
A trilogy 02 ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the issue of the whole screen turns completely black was confirmed by operational check. There were no errors indicating a device failure noted in the error log. The device's lcd was replaced to address the issue. In addition, the following parts were replaced to prevent failure: trilogy 02 preventive maintenance kit.